Event description:
The pt reported infection at the incision site. The physician prescribed and antibiotic infusion. The infection has cleared and the pt is reportedly doing well.

Manufacturer narrative:
A review of the sterilization records for the devices found them to be satisfactory. The pt remains implanted. This is the final report.